Event description:
It was reported that a vented solution set had a hole and leaked during patient infusion of a chemotherapy solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.